Manufacturer narrative:
Investigation/testing summary: an attempt was made to reproduce the issue by updating the report settings in hcp (health care professional) test login and observed that the issue was not reproduced. To provide a resolution to the issue, we requested helpline to ask the hcp to update the report settings and try to generate the reports. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause of this issue is due to lack of user training. Analysis summary: helpline confirmed that the issue was resolved once the hcp updated the report settings in their profile. Esf number: afc code: za14af no issue found. Software requirement document number: (B)(4). Client system/application version: carelink system / proweb 3.11. Investigation completion date: 26/apr/24 4:31 pm. Carelink system / proweb 3.11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) mmt-7335. Report target settings that are being displayed are different from care link system and care link personal. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7335.